Event description:
The report states: "14f manta vascular closure device was deployed in left femoral access site. Post deployment pedal pulses were absent under doppler exam. Peripheral angiography revealed distal dissection and evidence of thrombi. Cardiovascular operating room and vascular surgery notified and in room for intervention."

Manufacturer narrative:
Qn# (B)(4). UDI related data quality updates only. Section d.4.-unique identifier (UDI)# corrected to (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. An 84-year-old male patient, (69.4kg, 170.2cm, 23.96kgs/m2) presented in the or for a tavr procedure. Access was gained utilizing ultrasound for guidance. The left common femoral arteriotomy had a measured deployment depth of 4.0cm. No issues were encountered advancing or withdrawing the procedural sheath during the case. Following the tavr procedure, heparin and protamine were administered, and a 14f manta device was deployed for closure. Following deployment, a doppler examination indicated peddle pulses were absent. A peripheral angiography revealed a distal dissection and evidence of thrombosis. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure, or by the manta closure device. The vascular surgeon was called in and performed a left femoral artery thrombectomy. The patient regained pulses to the lower left extremity and was transferred to a skilled nursing facility. There appears to be no product quality issue concerning manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events. No risk evaluation is required as the actual severity does not exceed the expected severity per the risk documentation.

Event description:
The report states: "14f manta vascular closure device was deployed in left femoral access site. Post deployment pedal pulses were absent under doppler exam. Peripheral angiography revealed distal dissection and evidence of thrombi. Cardiovascular operating room and vascular surgery notified and in room for intervention."